Manufacturer narrative:
Based on the collected information the patient was trying to turn on the bed while they fell on the floor. The side rail were not raised during the event. No device failure was observed. No customer allegation regarding device functionality was claimed. The instructions for use for citadel bed frame (830.213-en rev. 12) describes the potential risk of patient's fall/inadvertent exit on several occasions: - "to minimize the risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended." - "whether and how to use side rails or restraints is a decision that should be based on each patient's needs and should be made by the patient and the patient's family, physician and caregivers, with facility protocols in mind. Caregivers should assess risks and benefits of side rail/restraint use (including entrapment and patient falls from bed) in conjunction with individual patient needs, and should discuss use or non-use with patient and/or family." To sum up, the exact cause of the reported patient¿s fall is considered related to the patient condition. No device failure that could contribute to this event was found. To sum up, arjo device was used for a patient treatment when the event occurred and from that perspective it played a role in the event. No device failure that could contribute to this event was found. This complaint is reportable due to allegation of patient's fall from the bed. No injury was sustained.

Event description:
Following the information gathered, the patient during the evening toilet wanted to brush teeth and while turning, fell out of bed. The side rails were lowered. The patient has already had polytrauma before the incident (pelvis, spine, leg fracture) - an x-ray was taken and no additional injury was sustained as a result of the fall.